Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt's target range: (3.5-4.5). Pt was not tested with lab before (B)(6) 2011; on (B)(6) 2011, nurse did a venous draw for the testing. Nurse has been adjusting pt's coumadin dosages every time the inr is out of the target range.